Manufacturer narrative:
D4 expiration date was updated. The calibration and qc data were within the expected ranges. Per product labeling for the assay: all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem. The elecsys hiv duo assay performed within specification.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv duo result from the cobas e 801 module. The initial result was 68.1 coi (reactive). The repeat testing performed on the elfa and alinity equipment had negative results. The repeat results were believed to be correct.